Event description:
The analyzer generated erroneous white blood cell (wbc) and nucleated red blood cell (nrbc) results on a cbc specimen drawn from an ICU patient. Erroneous wbc results were approximately 2 times the correct value. A physician doubled the dosage of an antibiotic and prescribed an additional antibiotic to the patient based on these results. It is unknown if the increased dosage was discontinued after the corrected report was issued. There is no known harm to the patient. The analyzer judged the analysis as "positive," with multiple interpretive program messages, alerting the operator to possible sample abnormality requiring further verification prior to reporting. The laboratory performs peripheral smear review for the leukocytosis flag on wbc values >20 x 10^3/ul once per year. This laboratory does not use delta check flags for wbc and nrbc. The sample with erroneous results was not verified by laboratory staff prior to reporting. A sysmex service engineer (se) performed an evidence based maintenance along with an evidence based calibration. Calibration changes were not significant to this event. The instrument tested operational. No analyzer malfunction was reported. All levels of quality control (qc) were performed and results were within laboratory established ranges. Review of peer group insight report for lot 6011 demonstrated all parameters were within specification at the time of the event. This event is reported because a physician doubled the dosage of an antibiotic and prescribed an additional antibiotic to the patient based on the wbc results.